Manufacturer narrative:
(B)(4).

Event description:
The patient experienced seizures 2 hours after the pump was refilled. The pump contained baclofen 2000 mcg/ml. The patient was hospitalized. The baclofen dose was decreased on (B)(6) 2011. As of (B)(6) 2011, the patient outcome was "resolved without sequelae."